Event description:
It was reported that during an unknown procedure, the jaws did not close. Unknown how case was completed. There were no adverse consequences for the patient

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.